Manufacturer narrative:
The reported events were high capture threshold and low pacing lead impedance were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the left ventricular lead exhibited high capture threshold and low pacing impedance. The lead was not used and replaced during procedure. The patient was stable.